Event description:
The end user states that the seat is cracked on the device. The end user has no further information to provided.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.